Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having pretty good pain and they had one half of a pain in their left side. Patient confirmed that the pain was where the implant was located. Agent reviewed with the patient that they could try to decrease the stimulation to see if that helped with the pain. Agent walked the patient through connecting to their settings and decreasing the stimulation. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from a healthcare professional (hcp) on 2025-jan-14. The hcp reported that the cause of the painful stimulation was determined and the likely cause was noted as being "pocket capsule around generator contracted around generator. Too tight." The steps taken were noted as being "patient had revision of their generator pocket removing scar tissue capsule and enlarging pocket." The issue was reported as being resolved.